Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -8.50/2.0/093 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 lens repositioning was performed due to vault and lens rotation. It was reported that after lens repositioning the problem resolved but the lens rotated again. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
B5: additional information received: the lens was exchanged and problem resolved. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3: product evaluation: lens returned dry in a microcentrifuge vial. Visual observation found the optic and haptic torn on the lens. Dimensional inspections found the lens to be within specifications. Claim# (B)(4).